Manufacturer narrative:
A partial lead with the connector pin measuring 2.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The patient went into ventricular tachycardia. The patient¿s back broke from the shock. It was further noted that the cancer spread in the patient post an unknown surgery. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Event description:
It was reported that the patient expired due to natural metastatic melanoma with a 10 month onset. The patient went into ventricular tachycardia. The patient¿s back broke from the shock. It was further noted that the cancer spread in the patient post an unknown surgery. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.